Manufacturer narrative:
Updated fields - b4, g3, h2, h6 (health effect ¿ clinical code), h11. Corrected fields - d4 (UDI number).

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 serial number should be empty, lot number, UDI number the iab was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Additionally, a visual examination of the product detected the inner lumen within the membrane was found completely separated approximately 8.5¿ from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break causing the reported problems. It is difficult to determine when or how this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter's name is (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported byb customer that during insertion of intra aortic balloon, there was a cardiogenic shock & sinus rhythm. The patient was in medical management in ccu when we were trying to put iabc - 40cc into sheath it was very difficult to insert through sheath due to the kink. Another iabc was inserted. No harm or injury reported.